Event description:
The customer reported an au680 clinical chemistry analyzer generated falsely elevated sodium results for one patient sample. The customer calibrated and tested controls on the instrument with all results within specifications. The patient sample was retested on a different analyzer and sodium results appeared normal. There were no erroneous results reported out of the laboratory and there was no impact to patient treatment in connection with this event. The customer stated that all slopes were acceptable and all control recoveries prior to the event were within laboratory established ranges.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer. The customer noted bubbles within tubing lines #3 and #4, which come from the ion-selective electrode (ise) reagents. Cts recommended the customer to replace ise reagents, reagent straw, roller pump tubing and to prime the instrument to remove bubbling. Troubleshooting was not able to resolve the issue and a bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the instrument was generating an ise sample pot liquid sensor error that did not allow priming of the instrument. The fse replaced the sensors and was able to prime and verify system integrity. Several calibrations and quality control runs were performed with passing results.